Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported while on performance check, the touchscreen was intermittently unresponsive. The customer performed the touchscreen calibration but the reported issue persisted. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.